Event description:
The duett was deployed following a diagnostic procedure, via a 5 fr sheath in the left common femoral artery. Prior to device deployment no femoral angiogram was performed, as is indicated in the instructions for use deployment steps. During the deployment blood return was noted on the first aspiration attempt, the device was adjusted, and no blood return was noted on the second aspiration. Following the deployment, the patient experienced a cold, pale leg and an occlusion was confirmed. Treatment consisted of a surgical thrombectomy and was successful. The event was resolved and no further complications were reported.